Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: h6 (medical device problem code) prior to any service intervention, the customer canceled the service order and indicated that repair was no longer required. No corrective action was performed. As no further action is required at this time, this complaint will be closed. Should additional information become available, the investigation will be updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump(iabp) fiber did not go in easily. There was no patient involved.